Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned measuring 55.0 cm. An external insulation abrasion noted at 53.2-53.6 cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.